Manufacturer narrative:
No end user information provided. The product was evaluated and repaired by an independent repair center. Should additional information become available, a supplemental record will be filed.

Event description:
Provider states, the unit has no alarm and the pilot valves are not switching. 13,269 hours, provider repairs the units. The caller has no further information to provide. Provider states no injuries to report. The non-alarming issue is a reportable event which is the basis of this FDA filing.